Event description:
Pt called in (B)(6) 2013 to inform pdc of medical intervention that occurred on (B)(6) 2013 at 10:30. Pt reported testing on her prodigy meter and receiving a reading of 23mg/dl. She just woke up but felt hungry and was shaking. She consumed a soda and 3 pieces of candy. Pt tested on prodigy meter again and had a result of 323mg/dl. Medics were called 20 minutes later and pt ate candy while waiting. Upon arrival, medic's meter's reading came in at 119mg/dl. It was determined pt did not need medical attention. Pt also stated that she went to the hospital on (B)(6) due to her meter not working right. No previous reports of incident(s) on file. Per pt, last meter readings are: 7-day avg 208mg/dl, 14-day avg 180mg/dl, 28-day avg 201mg/dl, (B)(6) 11:03am 409mg/dl, (B)(6) 9:18am 323mg/dl, (B)(6) 9:18am 23mg/dl, (B)(6) 12:53am 168mg/dl, (B)(6) 6:28pm 207mg/dl. Prodigy sent a replacement meter, batteries, ts, cs, and a prepaid envelope to pt and requested return of suspect product(s) for evaluation.